Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that calibrations are valid on this instrument and that quality control (qc) results are in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and observed the yellow line 3 was overflowing on the reaction tray washer (wud) and was able to flush the line and replace the silicone end piece. The cse has also removed water that went into the bath oil and allowed the customer to run some patients to test the instrument. The customer determined that test results were in normal range and the instrument is operational. Siemens performed a follow-up. The customer stated that the cse solved the issue as carbon dioxide, concentrated (co2_c) results are in normal ranges and match the performance of their different advia 1800 instruments. Qc results are in range and no additional discordant results observed. Siemens concludes that a lack of maintenance is the probable cause for falsely elevated co2_c results on multiple patient samples. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer informs that discordant falsely elevated carbon dioxide concentrated (co2_c) results that are >40 mmol/l were obtained on an advia 1800 instrument. The initial discordant results were not reported to the physician(s). The customer used the same patient samples and a different advia 1800 instrument to perform repeat testing. The customer stated that repeat results were in the normal range (20-31 mmol/l) and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated co2_c results.